Manufacturer narrative:
The MFR's svc rep performed an on site investigation. The svc rep replaced a blown fuse. The system was tested and is operating as intended.

Event description:
The customer reported that there was no power to the monitor on the 7900 system. No pt injury was reported.